Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that, the flipper bar did not open on the axsym troponin-I adv reagent lid resulting in error code # 5013 (motor step loss, vertical movement of the needle arm, sampling center). There was no impact to pt management reported.